Manufacturer narrative:
Product complaint(B)(4). Additional information: h5. Labeled for single use? Additional information was requested, and the following was obtained: ¿ what is the procedure name? Caesarean section ¿ are any plans in place to remove the needle piece in future? If yes please provide the date. Needle tip couldn¿t be found on xray. No issues following procedure ¿ what tissue structure the broken needle was located? It was not located; however, they realized the tip of the needle was missing when closing the uterus. ¿ what is the surgeon's opinion of consequences to the patient? Surgeon was happy with the outcome as there have been no complications following the issue the following information was requested, but unavailable: ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ was additional dissection required in other organs/tissues other than the target tissue? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During use on the patient it was noted that the needle broke. The sharp end of the suture was broken and missing. The patient needed an x-ray, but the tip was not found. There had been no previous issue with the packet and no subsequent issues. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the procedure name? Was there any additional tissue damage as a result of searching for the needle piece? Are any plans in place to remove the needle piece in future? If yes please provide the date. What tissue structure the broken needle was located? What is the surgeons opinion of consequences to the patient? Was additional dissection required in other organs/tissues other than the target tissue? To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Trade name - irgacare, active ingredient(s) - triclosan, dosage form - suture/solid/parenteral, strength - = 275 g /m.